Manufacturer narrative:
Pump was received with constant tone and frozen screen due to fault board. Unable to verify button keypad anomaly, unexpected low battery anomaly or perform the functional testing, including the operating currents test, self test, error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to frozen screen. Pump had cracked case at display window corners, minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump has a constant audible tone that was eventually cleared with troubleshooting assistance. Customer's blood glucose was 91 mg/dl at the time of incident. Troubleshooting found that the keypad buttons are not responsive after the tone was cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.